Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery with calcification and heavy plaque. Pre-dilatation was performed and the vision stent delivery system (sds) was advanced without issue to the lesion and inflated to 9 atmospheres (atm). After the stent was deployed, it was noted that the sds balloon did not deflate fast enough. After the balloon was fully deflated, the sds was removed; however, resistance was noted with the stent. There was no damage to the stent. A dissection was then observed which occurred from the mid lad to the left main. The patient remained stable, but was transferred to surgery for treatment. The patient was discharged without any further complications. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation issue was unable to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other incidents for deflation issues or difficult to remove reported from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection is a known observed and potential patient effect as listed in the multi link vision coronary stent system instructions for use. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.